Event description:
Pt got out of bed to use the bathroom. Pt was found lying on the bathroom floor. Pt substained a 3 cm laceration to left brow and a 5 cm laceration across bridge of nose, requiring a transfer to emergency for sutures and x-rays.